Event description:
Device 1 of 2 reference MFR report: 3006705815-2017-00325. Follow up information identified the patient's leads were explanted and temporary extensions were tunneled and connected to an epg. The patient was programmed and remained in the hospital overnight. On (B)(6)2017, the patient's new penta lead was implanted and attached to his current ipg. The patient is now receiving effective stimulation.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00325. It was reported the patient is not receiving effective stimulation coverage due to lead migration. Reprogramming was unable to resolve the issue. Surgical intervention may be pending to address the issue.